Event description:
It was reported by the patient that the device "beats like a heart beat" and it is making the patient's arm "jump." Follow-up with the device clinic revealed the patient had been seen subsequent to reporting the issue and was referred to an electrophysiologist for device replacement. The reason for replacing the device was not given. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4092, implantable pacing lead, (B)(6) 2000. (B)(4).